Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the electric dermatome ¿ handpiece (00882100100) serial number (B)(4) by a zimmer biomet certified service repair site ¿(B)(4) on 16 july 2020 revealed that this was an older unit; the motor was sporadic and a rpm reading could not be determined. Additionally, the width plates had nicks that could affect their performance and the control bar was not in the correct position. The device was also out of calibration at the 0 reading. Repair of the device was performed by a zimmer biomet certified service repair site ¿(B)(4)on 16 july 2020 which included replacement of the following: 1 width plate (pn 06001810530, ln 80889071), 3 width plate (pn 06001810532, ln 80924567), motor d.c. (Pn 06001810498, ln 80931907), machined head (pn 06001810351, ln 80916166), reciprocation & bushing asm (pn 06001810657, ln 80931895), adjustment cam (pn 06001810343, ln 80929828), plug harness (pn 06001810500, ln 80946592), various bearings. Additional repair included calibration and testing. The device, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It has been reported that upon inspection, this unit was found in need of repair. No adverse event was reported as a result of this malfunction. Upon inspection of the unit the width plates had nicks.